Event description:
This event was captured based on review of the article, the use and clinical outcomes of rotablation in challenging cases in the drug-eluting stent era. It was noted in the article that from (B)(6) 2004 to (b)(64) 2010, all consecutive patients who required rotation atherectomy (ra) treatment for severely calcified de novo lesions of native coronary arteries followed by drug-eluting stent implantation were queried from the cath lab database and recruited. A total of 67 consecutive patients with 71 very complex, heavily calcified coronary lesions treated with rotational atherectomy (ra) plus drug-eluting stents. It was noted in the article that promus stents were implanted in nine lesions, xience v stents were implanted in four lesions, multiple stenting was used in 41 lesions and among 28 bifurcation lesions a two-stent strategy was used in 10 lesions. Clinical outcomes were as follows: in-hospital: 5 (7.5%) major adverse cardiac event (mace); 5 (7.5%) death; 1 (1.5%) non-q wave myocardial infarction (mi); 3 (4.5%) dissection type b on nhlbi; 2 (3.0%) dissection type c on nhlbi; out-of-hospital: 12 (17.9%) mace.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The unknown rx xience v stents referenced are being filed under a separate medwatch report. The additional adverse patient effect of death referenced is being filed under a separate medwatch report. Date of event estimated as (B)(6) 2004, the earliest possible date as the article indicates from (B)(6) 2004 to (B)(6) 2010. Out-of-hospital: 7 (10.4%) target lesion revascularization; 7 (10.4%) ischemia; 7 (10.4%) target vessel revascularization. Date of implant estimated as (B)(6) 2004, the earliest possible date as the article indicates from (B)(6) 2004 to (B)(6) 2010. Attachment: article: (journal of the chinese medical association, 2013, 76:71-77): the use and clinical outcomes of rotablation in challenging cases in the drug-eluting stent era. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, ischemia, myocardial infarction, and restenosis, are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.